Manufacturer narrative:
The subject device has not be returned to olympus medical systems corp. For evaluation. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus will submit a supplemental MDR report after the cause of this phenomenon is found.

Event description:
The user was performing a radical operation of lung cancer with a thoracoscope. During a lobectomy, the examination light of the subject clv-s190 became dark. The procedure became difficult because the examination light became dark. The bleeding amount of the patient increased, because stop of the bleeding became delayed. The user completed the procedure with another similar light source. There was no report of the patient injury other than above.